Manufacturer narrative:
Updated device codes h6. Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The cuff passed visual inspection and leakage test. Based on this investigation a clear probable cause for the event cannot be established.

Event description:
It was reported that during procedure condensation inside the cuff was noticed when opened, never placed or filled. Procedure completed using an alternate device. There was no patient complications reported.

Event description:
It was reported that during procedure condensation inside the cuff was noticed when opened, never placed or filled. Procedure completed using an alternate device. There was no patient complications reported.